Manufacturer narrative:
(B)(4).

Event description:
There was a problem advancing the catheter in the epidural space. Device was changed. Sensation of resistance again, then suddenly the catheter advanced, creating a breach / puncture in the dura mater. Consequence: new epidural catheter inserted and blood patch applied on 47 hours.

Manufacturer narrative:
(B)(4). The customer reported the catheter was difficult to advance. The customer returned one opened kit. The epidural needle and epidural catheter were removed and visually examined with and without magnification. Visual examination of returned needle and catheter revealed both components appear typical with no defects or anomalies observed. A dimensional inspection was performed on the returned epidural needle. The inner diameter measured 0.047in (1.194mm), which is within specification range of 1.19-1.22mm per graphic. A dimensional inspection was performed on the returned epidural catheter. The outer diameter of the returned catheter measured 1.03mm, which is within the specification of a maximum of 1.115mm per graphic. A functional test was performed on the returned sample by attempting to thread the returned catheter through the returned epidural needle. The catheter was threaded at the distal end and would thread through the epidural needle with no resistance met. A drag test was performed using the returned components and a weight. The catheter could thread through the returned needle with no resistance met. The components passed the drag test. A device history record review was performed on the epidural needle and epidural catheter with no relevant findings. A design history review was performed for part #rz-05400-006, kz-05400-002, and kz-05400-030 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. The reported complaint of the catheter being difficult to advance could not be confirmed based on the sample received. The returned catheter could be threaded through the returned needle with no resistance met. The returned components passed a functional drag test, and the returned needle ID and returned catheter outer diameter were found to be within specification. A device history record review was performed on the epidural needle and epidural catheter with no relevant findings. Therefore, based on the condition of the sample received, there were no functional issues found with the returned sample. No further action is required at this time.

Event description:
There was a problem advancing the catheter in the epidural space. Device was changed. Sensation of resistance again, then suddenly the catheter advanced, creating a breach / puncture in the dura mater. Consequence: new epidural catheter inserted and blood patch applied on 47 hours.